Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer stated that she is getting 70 points difference when performing back to back tests. The customer was unsure of which results she was concerned with. The customer¿s expected am fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023 she had called paramedics due to high blood glucose. Paramedics had tested customer's blood glucose using their meter and the diagnosis was high blood glucose. Customer had been advised to take her medication to lower her blood glucose. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/20/2024 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history (customer unable to see the date/time): result 1: 422 mg/dl unsure if fasting or non-fasting. Result 2: 129 mg/dl unsure if fasting or non-fasting. Result 3: 150 mg/dl unsure if fasting or non-fasting. Result 4: 307 mg/dl unsure if fasting or non-fasting. Result 5: 252 mg/dl unsure if fasting or non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 05-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.